Event description:
During dermatology laser procedure using a 6mm spot size - 13j/cm2 - 40ms dcd, the first laser pulse resulted in blistering that resulted in post inflammatory hyperpigmentation and mild scarring.